Event description:
It was reported that the pt underwent a plif at l4/5 to implant two interbody devices and posterior fixation. It was reported that the plug at right l5 backed out approx. 10 months post op. The revision surgery was performed in 2009, to replace all four screws. "The surgeon stated that the plug backed out because of the pt's bamboo spine deprived of any flexibility along with extremely hardened ligament, which brought about too much burden on the implants at the fixation area postoperatively."

Manufacturer narrative:
The lot of the suspect device was not identified, therefore the MFR cannot determine the suspect device. For further details about the screws associated with this event. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications. This part is not approved for use in the united states; however a like device catalog # 7540000, 510k # k031655 was cleared in the united states. MFR date for lot w08e0313 is 05/16/2008; MFR date for lot w08e1547 is 06/04/2008; MFR date for lot w08e1548 is 06/02/2008; MFR date for lot w08e2318 is 06/09/2008. Neither device nor film of applicable imaging studies were returned to the MFR for evaluation.